Event description:
Patient had an rfa on 8/5 and reported a burn on the back of their right thigh. Burn cream was prescribed to aid in healing.

Manufacturer narrative:
A DHR review was completed for the associated lot, 80875. There were no nonconformances identified with the materials or process prior to release of the product. There have been no other complaints for this lot. Additional information was requested but was not able to be provided. With the limited information provided, no further action is required at this time.